Event description:
Philips received a complaint on the HeartStart XL indicating that the device only worked when plugged in and did not work when the device was in battery mode. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.